Event description:
It was reported that an asymptomatic patient presented for a routine follow up. Noise was noted on the right ventricular lead. The noise could be reproduced in the clinic with arm movement. The lead was explanted and replaced on (B)(6) 2014

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found insulation abrasion at 6.4 cm to 6.7 cm from the connector pin. The abrasion was consistent with constant friction with another implantable device. This likely contributed to the reported noise.